Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the initial report was submitted. The console was returned and tested. The purge disc retainer was found to be broken. The cause of the issue was confirmed to be a broken purge retainer.

Event description:
The user facility's biomedical engineer reported during servicing, the automated impella controller was not detecting the purge cassette. There is no report of patient involvement.

Manufacturer narrative:
The automated impella controller (aic) was not received from the customer; and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.